Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. (B)(4). Device not returned.

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vicmo 13.2 implantable collamer lens, -10. Diopter in to the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to refractive surprise. The lens was exchanged for a different model and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a lens case/vial. A visual inspection was performed, observing that the haptic was torn/broken/bent/deformed and foreign material was observed to be on the lens surface (spot). Upon dimensional and functional inspection, the lens was found to be within specifications. Work order search: no similar complaints were reported for units within the same lot. Conclusion: per dfu, this lens model is contraindicated in patient's under the age of 21 years. Corrected data: this lens was exchanged for a lens of the same model and power and the problem was resolved. The patient's post-op uncorrected visual acuity was also 20/20. (B)(4).